Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a compromised force sensor system error alarm. The customer also reported that the device was squirting out insulin during manual priming. The customer reported that the drive support cap appeared normal during troubleshooting. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support; unable to verify a33 alarms due to motor error alarms. The insulin pump was received with completely broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads. The insulin pump was missing the end cap sticker and the drive support sticker.